Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-mar-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 12-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced a perforation, effusion and low blood pressure. The leadless ipg was deployed four times before taking out the device and removing small clot at tip. It was noted that contrast bordered the heart after the fourth deployment, a "small" effusion was confirmed. Pericardiocentesis was performed. The leadless ipg was not used and a transvenous system was implanted. No further patient complications have been reported as a result of this event.